Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9625 hex driver tip broke and the ar-9676 and ar-9597-20 reamers cold welded together. This was discovered during use in a reverse total shoulder procedure on (B)(6) 2022. The case was completed with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the device during insertion.